Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, radiation tx-head / neck area, compromised immune resistance, xerostomia, complication in site preparation (compromise lower anterior ridge), immediate implantation, inflammation, mobility, some grafting to socket void. Same patient as (B)(4).